Manufacturer narrative:
Product complaint # (B)(4). Batch # r5c505. Corrected data: adverse event, outcomes attributed to adverse event, type of reportable event, patient codes. Additional information provided: surgeon¿s recollection of event: the staples fired and there were two complete anastomotic donuts, but when we tested the anastomosis there was an air leak. When we looked at the anastomosis, the staples had fired but none were closed. A couple staple legs started to turn but vast majority were open. The surgeon stated that he fires all of the staplers, not surgical assistant. To address the issue intraoperatively, the surgeon took down the anastomosis, was about 3 cm from the anal verge and whip stitched the rectum and used another stapler. The patient had to be diverted. The patient was female 78 with rectal cancer. The patient had electrolyte problems post op over the next 3 months but surgeon since closed her stomach and now is doing ok. Ethicon medical if there were any difficulties placing stapler, extra maneuvers, etc. Surgeon stated no issues at all, it was a routine robotic lar, used a green contour to come across the rectum, and tested the rectal stump before putting stapler in. There was no problem firing the stapler, cut the purse string and had two complete donuts. A rigid sigmoidoscope was used to test at the time but now use a colonoscope ever since problems with eea. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action, however based on review of manufacturing records, it was not confirmed to exhibit behavior associated with the field action. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device was received for further testing in the tissue lab. The second test firing was performed using ex-vivo porcine colon tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into indicated tissue across two crossed staple lines, with the indicators dialed down per the instructions for use (IFU). (Adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The damaged noted on the washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c505. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, once the doctor inserted the device in the rectum and dialed down, the doctor went to fire the device but didn't hear the crunch. The doctor returned the dial to open the device and noticed the device had cut the suture on the purse string and anastomosis. When the doctor tried to remove the device from the rectum, the device was more difficult to remove than normal. Once removed, there were clear connected donuts and they appeared normal. When the doctor looked at the anastomosis of the bowel, the doctor noticed the staples were not formed correctly or tightly. As a result, the doctor had to go lower to anastomose the bowel using a second like circular stapler. There were no patient consequences reported.